Event description:
IV fluid reported leaking from abbott provider filter set. Reported to rn on call by client nursing agency rn. Pt was independent in tubing change. Had no remaining sets. Unplanned delivery of tubing sets to pt. Leaky filter set returned to pharmacy for return to abbott for analysis. Concern is: inappropiate loss of fluid from system causing inadequate dose administration. Potential contamination of IV system & subsequent development of bacteremia/potential sepsis. Inconvenience/discomfort of pt, nursing agency & pharmacy.